Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the log file confirmed that there was software issue which called the lap stopped responding (lsr) boot loop. The fse reinstalled system software, restored settings from system backup. After that the system was returned to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the system failed to boot up. The user performed multiple reboots, but the issue persisted. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.